Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The target lesion was unknown. During withdrawal of the 6.0mm x 20mm mustang balloon catheter from a 5 f non-bsc sheath after dilatation, resistance was encountered and the shaft stretched. The catheter was removed and the physician attempted to advance the catheter through the sheath but was unable to advance. The shaft accordioned. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that it was returned with a 5 french introducer sheath. It was noted that the shaft of the device was kinked at 6mm proximal to the distal tip, and the balloon material was fully deflated. The device was attached to an inflation device and a vacuum pulled. It was possible to insert and withdraw the device through the returned sheath, however, some resistance was noted. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The target lesion was unknown. During withdrawal of the 6.0mm x 20mm mustang balloon catheter from a 5 f non-bsc sheath after dilatation, resistance was encountered and the shaft stretched. The catheter was removed and the physician attempted to advance the catheter through the sheath but was unable to advance. The shaft accordianed. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's status is stable.